Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the patient's right atrial lead exhibited low, out-of-range impedance and lead noise. The physician elected to monitor the lead for now. The patient was stable.